Event description:
The report indicated that during a pulmonary vein isolation (pvi) cardiac ablation procedure, with a thermocool smarttouch sf catheter, the patient experienced perforation of the left atrial roof treated initially with protamine, then with transthoracic puncture to drain the epicardial space and 200ml of blood were drained. The physician started ablating on the left posterior wall of the left atrium. After some points, he went up to the roof and continued the ablation. They changed to anterior settings (45w, tagindex 500-550). Fast anatomical mapping (fam) was active during ablation, from time to time, to make the surface smoother. During one ablation point (and similarly moving slightly the map), it was realized that they ablated far outside the fam. The physician was notified about this and was asked to stop immediately. They did not have any errors, map shift, nor high force before or during the ablation. A transesophageal echocardiogram (tee) was performed to investigate the incident. Perforation was performed. Blood pressure dropped a few minutes after. Protamine was administered. The patient stabilized. The physician continued and the pvi procedure was completed. After the case, transthoracic puncture was performed to drain the epicardial space and 200ml of blood were drained. After the procedure, using carto replay, it was found that the perforation probably did not occur during the ablation itself (i.e. When physician was on the pedal). It happened between two ablations (or it was already far in advance). The patient stabilized after the procedure, was under close observation, but probably will not have any long-term adverse effects. The surgery was delayed sixty (60) minutes due to the reported event, and the procedure was successfully completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The report indicated that during a pulmonary vein isolation (pvi) cardiac ablation procedure, with a thermocool smarttouch sf catheter, the patient experienced perforation of the left atrial roof treated initially with protamine, then with transthoracic puncture to drain the epicardial space and 200ml of blood drained. The physician¿s opinion on the cause of this adverse event was carelessness. Issue was not caused by jnj medtech electrophysiology products. The outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization, since it¿s an outpatient clinic. Hence, the patient went home on the same day. However, the patient came back the next day for a planned follow-up check. The procedural activated clotting time (act) was over 300seconds. No catheter exchanges occurred during the procedure. Two transseptal puncture sites were performed during the procedure. The number of performed radiofrequency (rf) ablations were 102, and 34 within the pulmonary veins (pvs), and 68 outside the pvs. The patient details section was updated as patient information was provided. In addition, the concomitant product section was updated as additional products were provided. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 09-jun-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed that no damage or anomalies were observed. The device features were reviewed, and no temperature, impedance, deflection or irrigation issues were observed; however, errors 105 and 106 were displayed due to an open circuit in the tip area. In addition, the device was dissected at the peek housing section and a correct amount of adhesive was observed on the wires. A manufacturing record evaluation was performed for the finished device 31568454l number, and no internal actions related to the reported complaint condition were identified. The force and magnetic issues are unrelated to the reported event; therefore, the adverse event issue reported could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The potential cause of the adverse event remains unknown. The potential cause of the open circuit could not be established conclusively. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).